Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient's healthcare provider (hcp) determined that the patient's stimulator was helping with their symptoms, but the patient was having issues with pain that were not relieved with adjustment. The device was explanted on (B)(6) 2017. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. Patient reported that the device did not work since implant. Patient said that they were miserable and had the device taken out. Patient said it worked for a day or two and then stopped working. The patient wanted to know if they should send the device programmer back to the manufacturer. No further patient complications were reported/ anticipated as a result of this event